Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found clavicle crush fracturing/ separating all filars of the outer coil and abrading the outer insulation distal to suture tie impression. The cause of fractured/ separated outer coil and outer insulation abrasion is consistent with clavicular crush.